Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that during the implantation of this pacemaker device, lead safety switch (lss) was found to have been triggered. Technical services (ts) reviewed the provided device data and confirmed that there were no out of range impedance measurements recorded on the daily impedance measurement report, even though the lss was triggered. Ts discussed with the physician the possible cause of the lss may have been due to possibly the device being taken out of storage mode and the daily measurement feature had not been turned off prior to device implant. Ts also discussed troubleshooting options with the physician. At this time, the device remains in service. No adverse patient effects were reported.